Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that a posterior haptic fracture was identified during assembly. A replacement lens was implanted successfully into the capsular bag, achieving single-eye capsular fixation. The procedure was completed smoothly without bleeding, and the patient returned safely. Additional information received stating that the injector could not deliver the iol normally, overriding the lens and the optic was damaged. The surgery was completed after replacing the iol.